Manufacturer narrative:
(B)(4).

Event description:
Feedback form provided by surgeon stated that relay nbs pro was implanted to perform a re-aligning of previously migrated thoraflex hybrid that caused endoleak 1b. The balloon was used to ensure optimal sealing of the relay nbs pro into the thoraflex hybrid.

Event description:
This report is being submitted as follow up #1 for mfg. Report#9612515-2022-00017 th provide closure information for comp #(B)(4).

Manufacturer narrative:
Manufacturer narrative : section h6 investigation findings : 213 - no device problem found , a review of retained manufacturing records showed the device was manufactured to specification , analysis of the device was not performed as the device remains in situ. Investigation conclusion: 4315 - cause not established. With the information available to us at this time, the most likely cause of the device migration is the device taking the outside curve of the vessel or aneurysm but in conjunction with an additional force that continues to push the device proximally and prevents it from maintaining its full length. Unfortunately it is not possible to determine exactly what this force might be, however after the follow-up tevar procedure the thoraflex hybrid device appears to be performing as intended, therefore it is not possible to identify any particular device related faults either. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time